Event description:
It was reported that a new implantable neurostimulator was implanted and then explanted after four days. The patient¿s previous system was removed due to an infection. See manufacturer¿s report #3004209178-2013-10299 for previous device. The patient had a bone infection and was sure it was from the first ins implant. The patient¿s body rejected the second implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).